Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl. The customer was instructed by technical support to switch to multiple daily injections as a backup therapy and received guidance on how to store the pump and steps for receiving a replacement pump, which was sent to them with updated software. The customer was also directed to return the malfunctioning pump to tandem using a pre-paid label, which they acknowledged.